Event description:
Patient had an endoluminal graft (placed day before) that migrated. Physician used this balloon in an attempt to pull the graft down. Balloon broke off inside of the graft at the level of the right iliac artery. Patient required surgery to remove graft and balloon (surgery was not solely done to remove balloon). Patient is recovering from surgery. Final outcome is not known at this time. Specials manager is contacting rep to get balloon replacement.